Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned for analysis, however the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the report received indicated that the 4f uf 65cm tempo catheter could be introduced without difficulties but could not be moved into position. After retracting the device, a fracture at the tip was observed. There were no negative consequences for the patient. The procedure was finished successfully with another product. The device was stored and prepared according to labeling instructions. The product will be returned for evaluation. The affiliate stated, "after retracting the device, it was noted to be cracked. No further information is available." A non-sterile diagnostic cath tempo 4f uf 65cm 5sh was received for analysis coiled inside a plastic bag. Per visual analysis, the body shaft of catheter had compressed sections at 6 cm, 8cm and 9cm from its distal end, also a rupture was observed at 7cm from catheter distal end. No other issues were found. Sem results showed evidence of perforation which goes through the whole thickness of the material. Evidence of stretched/elongated condition can be observed on the perforation surrounding borders. It is possible that an unknown object forced its way from the inside to the outside. The catheter od and ID were measured near to kinked areas and were found within specification. The received catheter was compared against the shape master and despite the damages observed on the body it was found within the allowed limits. Review of lot 17283350 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿brite tip/distal tip - cracked-in patient¿ was not confirmed; however, a rupture/perforation was observed on the catheter distal section. The complaint reported by the customer as ¿catheter (body/shaft) - cannulation difficulty¿ cannot be confirmed due to the nature of the complaint. The cause of the events reported by the customer as well as the damages observed on the catheter (rupture and compress) could not be conclusively determined; however, the product analysis suggest that procedural factors, such as elongated conditions, might have contributed to the reported issues and anomalies detected. As additional information, controls are in place to verify the catheters for compress or any other damages on the produced catheters. Catheters are inspected 100% before leaving the facility. Neither the device history review results nor the analysis suggest that the events experienced by the customer as well as the observed during the analysis could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the 4f uf 65cm tempo catheter could be introduced without difficulties but could not be moved into position. After retracting the device, a fracture at the tip was observed. There were no negative consequences for the patient. The procedure was finished successfully with another product. The device was stored and prepared according to labeling instructions. The product will be returned for evaluation. According to the affiliate, "after retracting the device was noted to be cracked. No further information is available."